Event description:
The customer was hospitalized for low blood glucose, due to an accidental over bolus. The blood glucose reading was 37 mg/dl. Customer reported feeling confused and anxious. During troubleshooting, the pump was programmed correctly. Reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Customer also reported a hospitalization on (B)(6) 2013 with a blood glucose of 492 mg/dl. Customer reported glucose in urine and dehydration, excessive thirst and frequent urination. Hcp informed customer that her insulin was denatured. Customer declined further troubleshooting because she believed the insulin was the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.